Manufacturer narrative:
There was no indication that patient received the bad batch test strips, and that the product caused or contributed to an adverse event. The retained samples with the same lot # were tested at 7 different blood concentration levels and all the test results met the iso 15197: 2013 standard. The max variance of the test results from premium v10 meter was 11% comparing to the test results of a laboratory reference method. In fact, lots of the environmental factors such as humidity or temperature could affect the accuracy of the test results. In addition, if the patient didn't use or store the test strips properly, the test results might be affected. We have contacted patient to troubleshoot and there is no indication that meter and/or strips are defected. This could be due to user's improper use of the product.

Event description:
We received a patient complaint as below. "Type 2 diabetic. Blood sugar started to spike. Dr modified medication, did not work, tried another and it worked fine. A month later blood sugar spike fasting 249, 176, 185, 235, 219, 168 etc. I finished the strips in the container and my next tests were 109, 105, 102, 112 the only conclusion is that I had a bad batch of strips. Fora lot #td15a128-coc jan 2017 lot number for both containers were the same. Meter foracare called supplier and spoke to a supervisor. Sorry will not happen again. Never asked for the lot number. I just had blood work done and will know thursday if my blood sugar was abnormal. If it was not then I can only assume that the entire container of strips were bad."